Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year old female patient who had essure (batch no. C68790) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), arrhythmia ("arrhythmia"), burnout syndrome ("burn out"), arthralgia ("joint pain"), paraesthesia ("paraesthesia"), visual impairment ("visual disturbances"), adverse reaction ("disturbances") and anxiety ("anxiety") and was found to have weight increased ("weight gain of 10 kg"). On an unknown date, the patient experienced premature menopause ("then early menopause"). At the time of the report, the menorrhagia outcome was unknown and the premature menopause, weight increased, fatigue, arrhythmia, burnout syndrome, arthralgia, paraesthesia, visual impairment, adverse reaction and anxiety had not resolved. The reporter provided no causality assessment for adverse reaction, anxiety, arrhythmia, arthralgia, burnout syndrome, fatigue, menorrhagia, paraesthesia, premature menopause, visual impairment and weight increased with essure. The reporter commented: symptoms occurred from 2017 to today, and have varied and evolved over the last 3 years. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-sep-2019. The most recent information was received on 25-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia') in a 44-year-old female patient who had essure (batch no. C68790) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("chronic fatigue"), arrhythmia ("arrhythmia"), burnout syndrome ("burn out"), arthralgia ("joint pain"), paraesthesia ("paraesthesia"), visual impairment ("visual disturbances"), unevaluable event ("disturbances") and anxiety ("anxiety") and was found to have weight increased ("weight gain of 10 kg"). On an unknown date, the patient experienced premature menopause ("then early menopause"). At the time of the report, the menorrhagia outcome was unknown and the premature menopause, weight increased, fatigue, arrhythmia, burnout syndrome, arthralgia, paraesthesia, visual impairment, unevaluable event and anxiety had not resolved. The reporter provided no causality assessment for anxiety, arrhythmia, arthralgia, burnout syndrome, fatigue, menorrhagia, paraesthesia, premature menopause, unevaluable event, visual impairment and weight increased with essure. The reporter commented: symptoms occurred from 2017 to today, and have varied and evolved over the last 3 years. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.